Event description:
The pt also reportedly experienced fluctuations with speech understanding. According to the audiologist, the pt reportedly experienced pain when reprogramming was attempted. In 2004, the pt's c-1 device was explanted without prior notification to the co.